Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal procedure, the valve seal of the device was damaged and disengaged into the patient's cavity and was retrieved by using a laparoscopic instrument. No injury.